Event description:
Seems to be drawing air from somewhere, the account believes it is from a very specific spot below the hub. Videos and picture are attached.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Customer returned product to argon for investigation. Returned product was visually inspected and a crack/cut was identified on the skater hub. The crack would cause leakage through the skater hub and thus confirmed the complaint. A definitive root cause was not identified. Possible root causes for this event could be the following: 1. Manufacture and/or mishandling by operator. Issues during molding process could cause crack in the hub. 2. Issues during assembly, final packaging, shipping, unit storage, mishandling by operator. 3. Damaged prior to use after reaching the customer facility. At this time, this is the only confirmed complaint for cracked hub. This issue has been documented and argon will continue to track and monitor this event in the future.

Event description:
Seems to be drawing air from somewhere, the account believes it is from a very specific spot below the hub.